Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient had an artificial urinary sphincter 4.5cm cuff and system was explanted and replaced with a 4.0 cm aus due to fluid loss. No further patient complication were reported in relation to this event. The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen since the reported device issue cannot be confirmed. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.